Manufacturer narrative:
Investigation: conmed linvatec received this ablator for evaluation and was unable to duplicate the reported problem. The ablator handle was disassembled and a visual examination found salt-like deposits under the dome switches and on the pc board. This type of failure may contribute to the reported problem. A corrective action is in process to address this failure mode. The instructions for use (IFU) cautions the user: when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in burns.

Event description:
It was reported that just as the shoulder operation was about to begin, this ablator started to operate on its own. Another lightwave ablator was used and the procedure was completed as intended. There was no report of serious injury or surgical delay with this event.